Event description:
The complaint is reported as: when the nurse in pacu went to remove the artline only part of it came out, the artline broke off. The rest was left in the patient, which the nurse was able to pull out with her fingers. No patient injury or complication reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one arterial catheter hub for evaluation. The catheter hub was separated from the catheter body. The separated portion of the catheter body was not returned. The points of separation were smooth and uniform, which indicates the catheter came into contact with a sharp object (needle bevel, etc.). The returned catheter measured to be 1.1875" which indicates that at least 1.5275" of the catheter body wasn't returned per product drawing. The outer diameter of the catheter body could not be measured due to the damage. The inner diameter of the catheter body (measured from the proximal end) measured to be 0.031" which is within specifications of 0.031-0.034" per product drawing. The inner diameter of the catheter hub was measured to be 0.169" which is within specifications of .168" - .170" per product drawing. The hub of the catheter was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed with no relevant findings. The instructions-for-use provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." The customer report of a separated catheter was confirmed by complaint investigation of the returned sample. The damage observed on the catheter is consistent with the catheter coming into contact with a sharp object (needle bevel, etc.). The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: when the nurse in pacu went to remove the artline only part of it came out, the artline broke off. The rest was left in the patient, which the nurse was able to pull out with her fingers. No patient injury or complication reported.